Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure that the system did not respond after entering to camera details. The mouse kept working and camera kept taking signal from the reference frame. There was no reported impact on patient outcome.